Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a pump that was infusing cardizem had beeped and stopped infusing. The tubing was noted to have a bulge in the silicone portion of the tubing. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a pump that was infusing caridzem (125mg in 125 ml of 0.9% ns) had beeped and stopped infusing.

Manufacturer narrative:
The customer¿s report of bulging at the silicone segment was not confirmed. Visual inspection of the set noted that the silicone segment had a 3.5 mm tear near the upper fitment. There were no signs of a bulge or damage around the upper fitment or on the retainer ring. Functional testing confirmed that the leak was coming the tear near the upper fitment. The root cause of the tear was not identified.